Event description:
Device appears to be under-sensing on atrial lead. Occasional under sensed atrial beats noted during episodes not affecting detection or termination. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).